Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as raw and red skin on the patient's back. The patient consulted her nurse who recommended using gold bond powder on the irritation. Follow-up indicated that the patient's skin irritation was healed.